Manufacturer narrative:
This is the report being submitted for the second of the two devices, the light source, associated with this event. There are no additional details of the event of patient as yet. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The manufacture date is not known. The user¿s complaint was not confirmed. Visual inspection of the device found no abnormalities as its interior and exterior parts are clean and intact. The device was equipped with an olympus xenon lamp with lamp life reading at 50 hours. The device was powered on/off multiple times and working without an issue. The fans and ignitor are functional. The output socket also passed the scope detection error check. The light source was then connected to the customer¿s video system center. Both were burn-in testing together for two hours in conjunction with test scopes. Observed the images, appeared to be normal, and the screen neither locked up nor froze. Therefore, the reported complaint was not confirmed. The light source is functional.

Event description:
As reported for this event, during the middle of a procedure the device yielded a frozen image. The issue persisted after rebooting and resetting. The device was being used in conjunction with the video system center. No adverse impact to the patient was reported.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The instructions for use includes the following statements: ¿ before each procedure, inspect the light source as instructed below. Should any irregularity be observed, do not use the light source and see chapter 8, ¿troubleshooting¿. If the light source with any irregularity is used, the light source may malfunction or be damaged, and an electric shock and/or burns can result.